Event description:
The account alleged the bed had no head down function electrically or with cardio pulmonary resuscitation. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.